Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n230423, implanted: 2010-(B)(6), product type lead product ID 3587a25, lot# n136907, implanted: 2010-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 37082-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a seizure on (B)(6) 2013. It was noted that the patient did not have any history of seizures. It was reported that a patient was unable to adjust stimulation and could not turn the stimulator on. It was reported that a ¿call your doctor¿ icon appeared on both the patient programmer and recharger. It was reported that a por was seen on the programmer screen. It was reported that a manufacturer¿s representative helped her clear the por and reset the programmer time.